Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a high reading on their precision qid blood glucose meter. Customer reported receiving a reading of 451 mg/dl compared to a laboratory result of 134 mg/dl obtained within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer reported feeling fatigued. There was no report of death, serious injury or mistreatment associated with this event.